Event description:
A report was received that the patient underwent a pocket revision procedure due to the ipg being tilted, which was impacting her ability to charge. The patient was also experiencing pocket discomfort due to the way that the site had healed. The physician repositioned the ipg two inches from her right flank towards the spine. The patient is reportedly doing well following the procedure.